Event description:
A patient received a "chemical burn" and black staining on the lip, inside the mouth and esophagus following a tee procedure using a tee probe disinfected in cidex opa solution. The patient was prescribed "swish and swallow" nystatin as a prophylactic antibiotic. The patient was not kept in the hospital for any additional time due to the incident.